Event description:
It has been reported that the fluid leaked out from the proaqt sensor before connecting to the patient. No harm to the patient was reported.

Manufacturer narrative:
Further information about the event has been requested. Device requested for investigation but pending answer. A supplemental emdr will be sent when the investigation is completed. The following similar device is under complaint: (B)(4) , lot 23fg01, catalogue #6882824 manufacturing date: 06/30/2023, expiration date: 05/31/2026, (B)(4).

Event description:
Manufacturer reference # (B)(4).

Manufacturer narrative:
It has been reported that the fluid leaked out from the proaqt sensor before connecting to the patient. No harm to the patient was reported. No pictures or videos were provided by the customer. It is therefore impossible to define the root cause. However there is no indication for a systematic root cause as a deficiency of design, production or material considering the very low complaint rate (< 0,01 %, considering root cause). Overall, investigations did indicate that the device failed to meet its specification when the event occurred. A relationship between the device and the complaint is therefore considered in worst-case scenario as likely. Upon the complaint occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. The issue is monitored on a regularly basis in order to detect early trends. As there is no trend for this kind of issue no additional actions will be taken. With the information stated above the complaint will be closed. The following similar device is under complaint: (B)(4), lot 23fg01, catalogue #6882824 manufacturing date: 06/30/2023, expiration date: 05/31/2026, UDI: (B)(4).